Event description:
It was reported that during an unknown procedure, when opening the device from it's original packaging, it was seen that the "optical stop lever was missing in the spindle." It is unknown how the procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # u9400j. (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b11lph device was received with the cam lock out of position and missing. In addition, only the tyvek was returned. No conclusion could be reached as to what may have caused the reported incident. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.